Event description:
It was reported via repair work order that the nut to the linkage for the pump piston was loose causing the head end jack to not raise when pumped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.